Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: one tri-funnel 20f was returned for evaluation. Blood and residue were noted throughout. There was no leaking noticed after the balloon was inflated and massaged. The investigation is unconfirmed for the alleged leaking in the feeding tube as the leaking could not be reproduced under laboratory settings. Three (3) electronic photos were reviewed. The first photo shows the deflated, used proximal end of the feeding tube. There are no obvious anomalies that are visible from this photo. The second photo shows the proximal end of the feeding tube with no anomalies noted the sample appears to be wet and used. The third photo shows an overview of the feeding tube. Again, no anomalies could be observed from the photos. The definitive root cause could not be determined based upon available information. It is unknown if clinical/manufacturing/shipping procedures issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4 h11: b5, h3, h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during gastrostomy feeding tube placement, the balloon allegedly leaked post sterilized water injection. There was no reported patient injury.

Manufacturer narrative:
Photos were provided for review. The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during gastrostomy feeding tube placement, the balloon was allegedly leaked post sterile water injection. There was no reported patient injury.